Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.

Event description:
Reference MDR # 1219856-2009-00456 for the first report involving the same pump. It was reported per field service report: "second checkout on (B)(6) 2009, showed interface of battery w/the pwr. Replaced battery, and pump worked correctly."